Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient was experiencing medical reasons. As a result, surgical intervention was undertaken on (B)(6) 2025 wherein the system was explanted to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received identified that there were no known allegations of deficiencies against the device.